Event description:
The customer complained of discrepant patient results between two coaguchek xs meters (B)(4) and a lab using the stago 2 part neoplastin ci plus reagent. The patient was tested by fingerstick on meter (B)(4) with a result of 4.8 inr on both meters. The two tests were performed within two minutes. Different fingers were used for the meter tests. Venous blood was drawn within 30 minutes and the result from the lab was 3.6 inr. The patient's therapeutic range is 2.5-3.5 inr. The patient's warfarin was initially withheld based on the meter results but the patient's normal dosage was resumed when the lab result was received. The patient's condition is currently fine. The patient has had no changes in diet or medication. The patient is not on heparin or direct thrombin inhibitors. Retention test strips (297790) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.